Event description:
Customer reports, "the area where the wheels are screwed in are actually stripped."

Manufacturer narrative:
Customer reports, "the area where the wheels are screwed in are actually stripped." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.